Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to crack end cap. Insulin pump passed displacement test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker, and severely scratched display window noted. Unable to confirm broken belt clip due to pump received without belt clip.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was unable to rewind and prime the insulin pump. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.